Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up e-mails to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for the ketone test strips. Customer stated that the ketone test strips were purchased two days prior and that after opening she had noticed they were grey in color. Customer had used the test strips to test a few times and stated there was no change in color. Customer did not report symptoms or any medical attention associated with the use of the product. The ketone test strip lot number was not provided.